Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient "passed out". Additional information was attempted to be obtained, however, it was not available. The device is still in use. No further patient complications have been reported as a result of this event.